Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that attempting to pull nalbuphine for a delivery of a new baby when the drawer failed. The user obtained the required medication from another station and reported a 20-minute delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer number 6 has failed and unable to open it causing the malfunction. A field service engineer login to diagnostics and found the magnet to be missing and replaced to resolve this issue. Preventative maintenance was performed on the device the system functioned as intended.